Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Customer will continue using the current pump as backup therapy. Technical support confirmed the customer would receive a replacement pump with updated software. Instructions for using and returning the problematic pump were provided and understood, and a replacement pump was sent to the caller.